Event description:
It was reported that the insulin gauge was inaccurate. The customer declined to provide additional information regarding the issue. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the customer reused insulin and filled the cartridge with cold insulin. Tandem clinical support informed the customer that reusing insulin and loading the cartridge with cold insulin is off label per the tandem user guide. Customer changed pump supplies to address the issue. Customer¿s blood glucose level was 200 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).